Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: no unusual voltage fluctuation that could cause the pump to get hot was observed in the black box. A replace battery alarm was observed on (B)(6) 2016 due a discharged battery being used. The prime steps were performed correctly and all currents draws were within specifications. There was no overheating or any temperature issues observed.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the black box was reviewed and confirmed that the voltage was steady with no sudden drop prior to the reported temperature event.